Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient needed programming optimization due to their intense workouts. At the time of implant, the patient's heart rate couldn't push above 105 bpm, but now with the minute ventilation feature on, the patient is able to get to 180 bpm. However, during the patient's long runs, their rate will get to 180 bpm, but at times, this pacemaker won't be able to keep it there after 30-40 minutes. In addition, some occasional right atrial (ra) oversensing was suspected. After much troubleshooting with boston scientific technical services, it was determined the minute ventilation feature was misinterpreting the patient's respiration. Ultimately, this pacemaker was reprogrammed back to previous settings. At this time, the system remains in service and the ra lead is a competitor's product. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed as the observations have continued. In addition, in january, the signal artifact monitor had disabled minute ventilation, so further troubleshooting was performed to confirm the sensor was calibrated. However, at this time, the patient has decided with physician approval to have the device removed and replaced due to all the troubleshooting. The device was successfully changed out to the competitor. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This supplemental report is being filed to provide device evaluation results.